Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose drive support disk. Unit was programmed with several bolus profiles. They were all delivered the indicated amounts and were properly recorded in the bolos history file.

Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.